Manufacturer narrative:
Other, other text: additional information is provided in d.10., h.2., h.3., and h.6. One device was returned for analysis. Functional testing confirmed the customer?s complaint. The device has multiple physical damages and loose items within. The root cause for this event is physical impact. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).

Event description:
It was reported that the device needed preventive maintenance, has a "rattling sound" internally, a broken air mix knob, and is missing two knobs. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.